Manufacturer narrative:
The device logfile was evaluated for the investigation. Based on the logfile entries the ventilator failure described by the user could be traced. The case in question was started on (B)(6) 2025 at 9:42 in man/spont and continued from 9:48 in pressure mode. The last switch-on test (post) was completed on the same day at 7:08 without any abnormalities. The subsequent ventilation was initially unremarkable. At 10:44 a switchover to volume af mode took place. Immediately afterwards, the pressure conditions fluctuated greatly with values between -20 and 85 mbar. The device alarmed aw. Pressure high, apnoe and leak od fg low. After a few seconds, the ventilator piston blocked as a result of an unexpectedly rapid increase in pressure, whereupon the ventilator initiated an automatic shutdown and autonomous switchover to man/spont. At the same time, the ventilator failure alarm was triggered. Ventilation was continued in manual mode and ended at 10:49 with the switch to standby. There were no indications for a device malfunction found. A faulty motor or a faulty circuit board seem unlikely, as there are no further entries in this regard. The pressure situation and the lack of fresh gas prior to the emergency shutdown of the ventilator indicate the use of bronchus suction with ventilation running. The negative pressure causes the piston to accelerate strongly during inspiration, which in turn can lead to a rapid increase in pressure when the suction is switched off. The device behaved according to specification and switched off the ventilator - to protect the patient - and generated a corresponding alarm. The user was also informed in advance of the lack of fresh gas and pressure situation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the mechanical ventilation failed during surgery. No patient injury reported.

Event description:
It was reported that the mechanical ventilation failed during surgery. No patient injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.